Event description:
The facility's biomedical engineering dept reported a pump that overinfused during pt use. The facility reported the device infused IV medication in 30 minutes instead of the intended delivery time of one hour. No pt injury has been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, the name and rate of medication involved, or the set up of the infusion device.